Event description:
It was reported that the patient underwent a spinal fusion surgery at l4 to s1 using rhbmp-2/acs. Patient's post-operative period has been marked by increasingly severe pain in her legs. Currently, patient continues to experience severe and unrelenting pain that radiates into her lower extremities. She suffers from nerve damage and uncontrolled bone growth causing burning down through her legs.

Event description:
It was reported that on (B)(6) 2013, patient underwent MRI of the lumbar spine. Impressions: multilevel degenerative disease with post operative changes at l4-5 and l5-s1. Stenosis of the spinal canal at l2-3 and l3-4 had not changed since previous examination. The left foraminal protrusion at l3-4 is actually slightly smaller than, on prior examination. Stenosis of the canal at this level is unchanged. ¿the appearance of the l4-5 and l5-s1 levels is the same.¿

Manufacturer narrative:
(B)(4). Image review findings: (B)(6) 2008 knee films bilateral ap views of the knees are seen. The films are underpenetrated and appear to suggest a sloped joint line from supero-lateral to infero-medial. This is suggested by the angle between joint line and tibial axis, however full alignment assessment cannot be made due to limited visualization of the femoral and tibial shafts. No evidence of arthritis is seen in either compartment. On (B)(6) 2010 lumbar MRI previous fusion has been completed from l4 to s1 with interbody spacers and pedicle screws. This fusion appears solid. There is considerable junctional level degeneration at l3 and l2 with apparent stenosis at l3 and disc collapse at l2. Axial views show borderline stenosis at l3. Fused levels show a capstone well fused at l5 and apparent crescent at l4. Screws appear to penetrate the anterolateral bodies of s1 bilaterally however this cannot be verified on MRI. Paracentral subannular disc protrusion is seen on the left at l3 that displaces the exiting l3 root and narrows the foramen. On (B)(6) 2010 pelvic MRI focused upon the upper sacrum. Hips and sacroiliac joints are poorly imaged. No spinal pathology is evident beyond the fusions previously described. Retroperitoneal pelvic space is evaluated. On (B)(6) 2010 chest x-ray normal pulmonary, cardiac and bony relationships. On (B)(6) 2011 retroperitoneal ultrasound no spinal pathology imaged chest x-ray left lower lobe infiltrate appears to obscure the diaphragmatic border. Both hila are prominent. On (B)(6) 2011 lumbar MRI gradual advancement of the degenerative changes at l3 and l2 are seen. Small midline disc herniation is now visible at l3 axial views now show advanced and severe stenosis at l2 and l3 that is multifactorial. A small foraminal hnp is also noted on the left. On (B)(6) 2012 lumbar MRI continued advancement of the degenerative changes at l3 and l2 are seen. Small midline disc herniation is now visible at l3 axial views now show advanced and severe stenosis at l2 and l3 that is multifactorial. Interval improvement is seen in the foraminal hnp on the left. On (B)(6) 2013 mammogram no spinal pathology imaged. On (B)(6) 2013 lumbar MRI stir sagittal shows edema shows edema in the superior half of l4 along with advanced collapse of l3/4 and l2/3. Axial views again show advanced degenerative collapse at l2/3 with stenosis at l3/4. No significant stenosis is seen through the area of previous fusion. Breast ultrasound no spinal arthritis imaged

Event description:
Height at time of rhbmp-2/acs treatment = (B)(6). The surgical approach used: l4-s1 plif delivered through a tlif approach on the right implants used: 11 mm depuy spine leopard cage, 9 mm depuy spine concord cage, pedicle screw, autogenuous bone graft, autogenic bone dust. Symptoms that led to rhbmp-2/acs treatment: leg neuropathy/pain; back pain; diagnosed with spinal stenosis; and problems with bowel, bladder, and sexual function. On (B)(6) 2006: patient got admitted for back surgery and treatment. On year 2007, patient presented with diagnosis of spinal stenosis. Prior to receiving rhbmp-2 treatment patient reported that she had difficulty in walking difficulty sleeping due to pain. Post-op rhbmp-2 treatment, patient alleged injuries including, but are not limited to nerve injury; cauda equina syndrome; extreme pain and pain more often than before rhbmp-2 surgery; temporary lock up of hands; bladder issues; osteoarthritis; radiating pain to the legs; significant back pain, including a severe burning pain in her legs; numbness in limbs; unexplained bone growth; neuropathy; constant neck and leg right side hip pain; and mental anguish and depression which per patient is still suffering from. Surgeries: back surgery ((B)(6) 2007) on (B)(6) 2009, (B)(6) 2010, (B)(6) 2011: the patient underwent cervical MRI, lumbar MRI and pelvis MRI. Between 2011 and present, patient got admitted for multiple mris for back and treatment.

Event description:
It was reported that on (B)(6) 2008: the patient presented for follow-up five months status post posterior spinal fusion. Patient complaints of right arm numbness and pain in her feet when patient lies down. X-rays were taken and revealed good bony fusion from l4 through s1 with tlif placement. (B)(6) 2007: patient underwent spine x-ray as per billing record. (B)(6) 2007: patient underwent doppler- venous lower bilateral study as per billing record. (B)(6) 2007: patient underwent MRI lumbar spine with and without contrast as per billing record. (B)(6) 2007: patient underwent spine x-ray as per billing record.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on, (B)(6) 2005: the patient presented for evaluation of left knee. She had pain, swelling, and stiffness following this. She complains of some diffuse knee pain and discomfort both anteriorly, medially and laterally. Lateral hip exam demonstrates normal motion. Neutral knee alignment bilaterally. Gait is normal no feet abnormalities. There is no quadriceps atrophy or effusion noted bilaterally. Effusion present on the left. Impression: medial meniscus tear, left knee; early degenerative arthritis, left knee. On (B)(6) 2006: the patient underwent MRI of lumbar spine without contrast. Impression: there was moderate stenosis at l4-l5 on the basis of a disc/ osteophyte complex and bilateral facet degenerative change; at l5-s1there was diffuse left sided protrusion. This lead to effacement of anterior thecal sac encroachment. Of the fat within the left l5-s1. On (B)(6) 2006: the patient presented with low back pain, leg crimps at night. X-ray of lumbar spine standing show anterolisthesis grade one of l4 on l5 with degenerative disc change at l5-s1. MRI showed similar results. On (B)(6) 2007: the patient presented for follow-up and complains of bilateral hip pain and thigh pain but denies back pain. X-rays showed good bony fusion with tlif at l4-s1. On (B)(6) 2007: patient presented with complaints of lower back pain with burning and constant rubbing pain. Leg pain was dull ache. Impression: there was moderate stenosis at l4-5 on the basis of disc/ osteophyte complex and bilateral facet degenerative stange; at l5-s1, there is diffuse left sided disc protrusion. This lead to effacement of the anterior thecal sac encroachment of the fat the within the left l5-s1 neural foramen. On (B)(6) 2007: patient presented for follow-up for complaint of lower back pain. The patient had intermittent pain when she lies on her back. On (B)(6) 2007: the patient presented for follow-up for a complaint for lower back pain. The patient¿s back pain remains unchanged. Impression: low back pain secondary to lumbar discogenic pain. The l4-l5 and l5-s1 levels are affected. Diagnosis: spinal stenosis, lumbar region; spondylolisthesis. Impression: low back pain. The l4-l5 and l5-s1 discs were affected. On (B)(6) 2007: patient present with complaint of pain. She had spinal stenosis at particularly at l4-5, where she had anterolisthesis of l4 and l5 and also at l5-s1. She had degenerative disc disease. On (B)(6) 2007: patient underwent CT scan of the lumbar spine with contrast was performed. Impression; spondylitic changes are seen within the lower lumbar spine most prominent at l4-l5 and l5-s1 resulting in canal and foraminal stenosis; prominent sclerotic changes were seen about the right and left si joints consistent with severe degeneration. On (B)(6) 2007: patient presented for follow-up. Physical exam revealed that respiratory rate is within normal. The patient had normal gait. Impression: low back and leg pain secondary to diagnostic pain and radiculities. On (B)(6) 2007: patient presented for pre-admission physical exam. Patient had mid and lower back pain and right leg pain. Also stated she was having trouble in sitting, standing and lying down. Lumbar spine x-rays showed degenerative change. On (B)(6) 2007: patient underwent spine x-ray as per billing record. On (B)(6) 2007: patient underwent doppler- venous lower bilateral study as per billing record. Per billing records, the patient also underwent x-rays of lumbar spine. On (B)(6) 2007: per billing records, the patient underwent portable chest examination. On (B)(6) 2007: patient underwent MRI lumbar spine with and without contrast as per billing record. On (B)(6) 2007: patient underwent spine x-ray as per billing record. On (B)(6) 2007: the patient presented for follow-up. Patient stated her bone stimulator increased her pain. On (B)(6) 2007: the patient presented for follow-up and she had concerns regarding her surgical wound. Patient stated that she can feel the hardware. On (B)(6) 2008: the patient presented for follow-up five months status post posterior spinal fusion. Patient complaints of right arm numbness and pain in her feet when patient lies down. X-rays were taken and revealed good bony fusion from l4 through s1 with tlif placement. On (B)(6) 2010: the patient underwent MRI of lumbar spine. On (B)(6) 2010: the patient underwent MRI of pelvis. On (B)(6) 2011: the patient presented for follow-up with low back pain and complaints of upper extremity numbness and tingling. The patient also experienced sleep disturbances. Musculoskeletal examination revealed spasms, antalgic gait, limited range of motion and spinal tenderness to digital palpation in lumbar region. Assessment: post lumbar laminectomy syndrome; right sacroilitis; depression, stable; moderate and severe carpal tunnel syndrome, worsening (B)(6) 2011: the patient presented for a follow-up visit for low back pain. The patient was recovering from a severe viral infection that affected her kidney functions. Prolonged physical activity increased the pain. Musculoskeletal examination revealed spasms, antalgic gait, limited range of motion and spinal tenderness to digital palpation in lumbar region. Assessment: post lumbar laminectomy syndrome; right sacroilitis; depression, stable; moderate and severe carpal tunnel syndrome, worsening. On (B)(6) 2011: the patient underwent x-rays of the chest. She also underwent ultrasound test of unknown region. On (B)(6) 2011: the patient presented with low back pain and increased burning pain/numbness of right hand. Walking, standing and sitting for prolonged periods elevated the pain. The patient also had constipation. Musculoskeletal examination revealed antalgic gait, limited range of motion and spinal tenderness to digital palpation in lumbar region. Assessment: post lumbar laminectomy syndrome; right sacroilitis; depression, stable; moderate and severe carpal tunnel syndrome, worsening; bilateral c8 radiculopathy. On (B)(6) 2011: the patient underwent electromyography and nerve conduction speed test of bilateral upper extremities. On (B)(6) 2011: the patient underwent MRI of lumbar spine which revealed lumbar laminectomy and fusion rods at l4-l5, l5-s1; disc herniation at l2-l3 and l3-l4 with canal stenosis. On (B)(6) 2011: the patient presented for a follow-up visit for low back pain across and down the right leg. She also complained of increased right leg nocturnal cramps. Prolonged, sitting, standing and activities worsened the pain. Review of symptoms revealed loss of appetite. Musculoskeletal examination revealed antalgic gait, limited range of motion and spinal tenderness to digital palpation in lumbar region. Assessment: post lumbar laminectomy syndrome; right sacroilitis; depression, stable; moderate and severe carpal tunnel syndrome, worsening; bilateral c8 radiculopathy. On (B)(6) 2011, (B)(6) 2012: the patient presented with follow-up of severe low back pain shooting into right lower extremity; described as tight, pulling, shooting in nature. Prolonged sitting and activities made the pain worse. Musculoskeletal examination revealed antalgic gait, limited range of motion and spinal tenderness to digital palpation in lumbar region. Assessment: post lumbar laminectomy syndrome; right sacroilitis; depression, stable; moderate and severe carpal tunnel syndrome, worsening; bilateral c8 radiculopathy. On (B)(6) 2012: the patient presented with follow-up visit and complained of chills with nausea since discontinuing duragesic and starting oxycontin. She also complained of anxiousness and heart racing. Musculoskeletal examination revealed antalgic gait, limited range of motion and spinal tenderness to digital palpation in lumbar region. Assessment: post lumbar laminectomy syndrome; right sacroilitis; depression, stable; moderate and severe carpal tunnel syndrome, worsening; bilateral c8 radiculopathy. On (B)(6) 2012: the patient presented with follow-up for low back pain into right lower extremities numbness and tingling. Lying down made the pain worse. Musculoskeletal examination revealed antalgic gait, limited range of motion and spinal tenderness to digital palpation in lumbar region. Assessment: post lumbar laminectomy syndrome; right sacroilitis; depression, stable; moderate and severe carpal tunnel syndrome, worsening; bilateral c8 radiculopathy. On (B)(6) 2012: the patient presented due to medication refill. On (B)(6) 2012: the patient presented with follow-up visit for low back pain into both legs. The patient slipped and fell. Lying down made the pain worse. Musculoskeletal examination revealed antalgic gait, limited range of motion and spinal tenderness to digital palpation in lumbar region. Assessment: post lumbar laminectomy syndrome; right sacroilitis; depression, stable; moderate and severe carpal tunnel syndrome, worsening; bilateral c8 radiculopathy. On (B)(6) 2012: the patient presented with low back pain, worse across the belt. Range of motion was limited in lumbar region. The patient also had spinal tenderness to digital palpation in lumbar region. Assessment: post lumbar laminectomy syndrome l4-s1, severe degenerative disc disease, l2-l3; right sacroilitis; depression, stable; moderate and severe carpal tunnel syndrome, worsening; bilateral c8 radiculopathy. On (B)(6) 2012: the patient underwent MRI of unknown region. On (B)(6) 2012, and (B)(6) 2013: the patient presented for an office visit with low back pain. Prolonged sitting and standing made the pain worse. She also had complaints of muscle spasms, constipation and limited range of motion. Assessment: post lumbar laminectomy syndrome; right sacroilitis; depression, stable; moderate and severe carpal tunnel syndrome, worsening; bilateral c8 radiculopathy. On (B)(6) 2013: the patient presented for an office visit with low back pain. Musculoskeletal examination revealed spasms in lumbar region and limited range of motion. Assessment: post lumbar laminectomy syndrome; right sacroilitis; depression, stable; moderate and severe carpal tunnel syndrome, worsening; bilateral c8 radiculopathy. She also underwent right sacroiliac joint injection under fluoroscopy. No patient complications were reported. On (B)(6) 2013: the patient presented with low back pain which went in to the right leg causing severe burning. She also complained of constipation, tenderness to palpation in lumbar paraspinous musculature and in sacroiliac right joints. Assessment: post lumbar laminectomy syndrome; right sacroilitis; depression, stable; moderate and severe carpal tunnel syndrome, worsening; bilateral c8 radiculopathy. On (B)(6) 2013: the patient presented for a follow-up with ongoing low back pain into right leg causing severe burning. The patient also complained of right buttocks pain. The quality of pain was described as sharp and stabbing. The patient also experienced tenderness to palpation in the paraspinous musculature in lumbar region, in left and right sacroiliac joints. MRI of the lumbar spine was reviewed revealing severe worsening lumbar radiculopathy. Assessment: post lumbar laminectomy syndrome; right sacroilitis; depression, stable; moderate and severe carpal tunnel syndrome, worsening; bilateral c8 radiculopathy. On (B)(6) 2013: the patient presented with pre-op diagnosis: sacroiliitis. The patient underwent therapeutic radiofrequency lesioning of lateral brances of right s1, s2 and s3 foramen under fluoroscopy. On (B)(6) 2013: assessment: post lumbar laminectomy syndrome; right sacroiliitis; depression, stable; moderate and severe carpal tunnel syndrome, worsening; bilateral c8 radiculopathy (B)(6) 2013: the patient presented with lumbago. The patient underwent MRI lumbar spine with and without contrast. Impression: multilevel degenerative disc disease with post-operative changes of l4-l5 and l5-s1. Stenosis of spinal canal at l2-l3 and l3-l4.the left foraminal protrusion at l3-l4 is slightly smaller. On (B)(6) 2013: the patient presented for lower back pain. Assessment: lumbosacral spondylosis without myelography; postlaminectomy syndrome of lumbar region; sacroilitis. On (B)(6) 2013: the patient presented for lower back pain and complaints of arthritis bilateral knees. Assessment: lumbosacral spondylosis without myelography; postlaminectomy syndrome of lumbar region; sacroilitis; encounter for therapeutic drug monitoring. On (B)(6) 2013, (B)(6) 2014: the patient presented for lower back pain. Assessment: lumbosacral spondylosis without myelography; postlaminectomy syndrome of lumbar region; sacroilitis. On (B)(6) 2014: the patient presented for lower back pain. Location of pain is lower back and neck. Assessment: lumbosacral spondylosis without myelography; postlaminectomy syndrome of lumbar region; sacroilitis; hypertension, benign. On (B)(6) 2014: the patient presented for lower back pain. The patient describes the pain as an ache, dull and cramps. Assessment: lumbosacral spondylosis without myelography; postlaminectomy syndrome of lumbar region; sacroilitis; encounter for therapeutic drug monitoring; hypertension, benign; obesity. On (B)(6) 2014: the patient presented for a follow up. On (B)(6) 2014: the patient presented for lower back pain. . Assessment: lumbosacral spondylosis without myelopathy; obesity; postlaminectorny syndrome of lumbar region; sacrolitis; spasm of muscles. On (B)(6) 2014: the patient presented for lower back pain. The patient underwent CT lumbar spine w/dye bilateral spine, lumbar and x-ray of pelvis. Assessment: lumbosacral spondylosis without myelopathy; obesity; postlaminectorny syndrome of lumbar region; sacrolitis; spasm of muscles; pain ¿hip/pelvis. On (B)(6) 2014: the patient presented for lower back pain. Assessment: lumbosacral spondylosis without myelopathy; obesity; po stlaminectorny syndrome of lumbar region; sacrolitis; spasm of muscles; . Pain in joint involving pelvic region and thigh; hypertension, benign (B)(6) 2014: the patient presented for back pain and knee pain. The patient underwent x-ray of knee. Assessment: lumbosacral spondylosis without myelopathy; obesity; postlaminectorny syndrome of lumbar region; sacrolitis; spasm of muscles; pain in joint involving lower leg. On (B)(6) 2014: the patient presented for lower back pain and hand pain. Assessment: lumbosacral spondylosis without myelography; pain in joint involving lower leg; pain in joint involving pelvic region and thigh; postlaminectomy syndrome of lumbar region; sacroilitis; spasm of muscle. On (B)(6) 2014: the patient presented for a follow up of low back pain. Assessment: lumbosacral spondylosis without myelopathy; postlaminectomy syndrome of lumbar region; sacrolitis. On (B)(6) 2014: the patient presented for a follow up of low back pain. Assessment: postlaminectomy syndrome of lumbar region. On (B)(6) 2014: the patient presented for low back pain. The patient described the pain as throbbing. Location of pain is lower back and gluteal area. Assessment: lumbosacral spondylosis without myelopathy; postlaminectomy syndrome of lumbar region; sacrolitis; spasm of muscles; obesity (B)(6) 2014: the patient presented for low back pain and bilateral hand pain. Location of pain is lower back and gluteal area. The pain is described as burning. Assessment: lumbosacral spondylosis without myelography; pain in joint involving lower leg; pain in joint involving pelvic region and thigh; postlaminectomy syndrome of lumbar region; sacroilitis; spasm of muscle; encounter for therapeutic drug monitoring; hypertension, benign; carpel tunnel syndrome. On (B)(6) 2014: the patient presented for low back pain. The patient describes the pain as shooting. Assessment: lumbosacral spondylosis without myelography; pain in joint involving lower leg; pain in joint involving pelvic region and thigh; postlaminectomy syndrome of lumbar region; sacroilitis; spasm of muscle; encounter for therapeutic drug monitoring; hypertension, benign; carpel tunnel syndrome (B)(6) 2014: the patient presented for low back pain. The patient describes the pain as burning. Location of pain is lower back and gluteal area. Assessment: lumbosacral spondylosis without myelography; pain in joint involving lower leg; pain in joint in volving pelvic region and thigh; postlaminectomy syndrome of lumbar region; sacroilitis; spasm of muscle; hypertension, benign; obesity; carpel tunnel syndrome. On (B)(6) 2015: the patient presented for low back pain. The patient describes the pain as burning. Location of pain is lower back and gluteal area. The patient had back pain and joint pain. Assessment: lumbosacral spondylosis without myelopathy; postlaminectomy syndrome of lumbar region; sacrolitis; spasm of muscles. On (B)(6) 2015: the patient presented for right hip pain. The patient describes the pain as burning. The patient had back pain, joint pain, joint tenderness, neck pain. Assessment: lumbosacral spondylosis without myelography; pain in joint involving lower leg; pain in joint involving pelvic region and thigh; postlaminectomy syndrome of lumbar region; sacroilitis; spasm of muscle; hypertension, benign (B)(6) 2015: the patient presented for right hip pain. The patient describes the pain as an ache and burning. The patient had back pain, joint pain, joint swelling, joint tenderness, joint stiffness, muscle weakness, neck pain. The patient underwent MRI l-spine w/wo contrast bilateral spine, lumbar. Assessment: lumbosacral spondylosis without myelopathy; obesity; postlaminectorny syndrome of lumbar region; sacrolitis; spasm of muscles; hypertension benign. On (B)(6) 2015: the patient presented with back pain. The patient described the pain as burning, sharp and throbbing. The patient had back pain, joint pain, joint swelling, muscle weakness, neck pain, dizziness, extremity weakness, numbness in extremity. Assessment: obesity; lumbosacral spondylosis without myelopathy; postlaminectorny syndrome of lumbar region; sacrolitis; spasm of muscles (B)(6) 2015: the patient presented with back pain. The patient described the pain as an ache dull, numbness, sharp, shooting, stabbing, throbbing and tingling. Assessment: lumbosacral spondylosis without myelopathy; pain in joint involving pelvic region and thigh; postlaminectomy syndrome of lumbar region; sacrolitis. On (B)(6) 2015: the patient presented with back pain. The patient described the pain as stabbing. Assessment: lumbosacral spondylosis without myelopathy; postlaminectomy syndrome of lumbar region; sacrolitis; spasm of muscles. On (B)(6) 2015: the patient presented with back pain. The patient described the pain as an ache, burning, sharp, shooting and throbbing. Assessment: lumbosacral spondylosis without myelopathy; postlaminectomy syndrome of lumbar region; sacrolitis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2007, patient underwent following procedure: laminectomy, inferior l4, all of the l5, superior s1 for a neural decompression. L4-l5 plif delivered through a tlif approach on the right. L5-s1 plif delivered through a tlif approach on the right. Insertion of intervertebral prosthetic device (11 mm cage) at l4-l5. Insertion of intervertebral prosthetic device (cage measuring 9 mm lordotic) at l5-s1. Application of pedicle screw instrumentation l4, l5 and s1. Posterior lumbar fusion l4 through s1. Application of local autogenous bone graft. Application of autogenic bone dust. Application of rhbmp-2. Continuous sseps monitoring. Continuous emg monitoring. Triggered emg monitoring. Pre-op diagnosis: intractable back pain and degenerative disc disease. Per-op notes: the fascia was identified and entered and the spinous processes of the inferior aspect of l3, l4, l5 and the superior aspect of s1 were dissected subperiosteally using a cobb and a bovie. Kocher clamps were placed on the l4 and l5 spinous processes and this was confirmed with lateral radiograph. Next, the dissection was taken out to the tips of transverse processes of l4, l5 and the sacral ala bilaterally. The transverse processes and sacral ala were then decorticated with midas rex burr. Powdered gelfoam was then placed in the lateral gutters and the lateral gutters were then packed with sponges. The retractors were then deployed and expanded. Next, the interspinous ligament between l4-l5 and l5-s1 was removed with a leksell. A bone cutter was used to remove the cephalad aspect of the spinous process of s1, the l5 spinous processes and the caudal aspect of the l4 spinous process. The lamina was then thinned with a leksell and then a central laminectomy was performed with a central laminectomy of l5 and the caudal two-thirds of l4 was performed with a kerrison. Attention was then turned laterally. There was quite significant spinal stenosis and therefore, an osteotome was used to remove a small portion of medial facet at l4-l5 and l5-s1 bilaterally. Next, a kerrison was used to decompress the lateral recess as well as to trace the nerve root down to the neural foramina. A laminectomy was also performed using a kerrison punch with the dura protected with cottonoids. Once the neural decompression was adequate and the bilateral foraminotomies were completed, the wound was copiously irrigated with bacitracin-impregnated saline. Attention was turned to placement of the pedicle screws which were placed in the following fashion. A leksell was used to identify the pedicle blush. A starting hole was then identified with a midas rex. Markers were placed in the starting holes of l4, l5 and s1 bilaterally. Ap fluoroscopy confirmed excellent placement of the markers and the fluoroscopy was then swung into lateral position. Next, the markers were removed and a lenke type pedicle finder was then placed through the pedicle into the vertebral body using fluoroscopy. Next, a larger insulated pedicle probe was placed. Emgs were triggered off this pedicle probe and no emg stimuli were recorded in lower extremities at stimuli less than 20 milliamps except at l5 pedicle on the right which stimulated at 12 milliamps. Next, a ball-tip probe was used to sound the cortex. There was no breach noted and on l5 on the right side in particular the pedicle was visually observed and there was no break in the cortex. The pedicles were then tapped with a 5.5-mm tap and then a 6.5-mm screw from the alphatec system was then placed into l5 and l4 bilaterally, at s1 a 7.5 mm screw of appropriate length was placed bicortically in the vertebral body of s1. Emgs were then triggered off of the pedicles and again no emgs were recorded in the lower extremities at stimulus of less than 18 milliamps. Once the pedicle screws were in proper position, x-ray showed good placement of the screws, the attention was then turned toward the tlif procedure on the right side. The l4 pars was transected using an osteotome, the inferior facet of l4 was removed and the cephalad aspect of the superior facet was removed with an osteotome as well. The l5 pedicle was then skel etonized. The l4-l5 disc was exposed. Bipolar cautery was used for hemostasis. An annulotomy was performed. Disc material was removed with pituitary. The interspace was then prepared with the shavers from an 8 mm sequentially by a 1 mm increments to 11 mm. Disc material again was removed with the pituitary. An angled osteotome was used to remove the cartilaginous endplate. The endplates were then prepared with a rasp. The focal bone, which had been previously cleaned of all soft tissue, morsellized and mixed with 15 ml of bone dust and was then packed in the anterior space with a small piece of the rh-bmp2/acs sponge. Next, an rhbmp-2 sponge was packed into an 11-mm lordotic cage. This was then impacted into the interspace and swung around so that the banana cage was appropriately aligned. Bone graft was then placed dorsal to the cage. The same exact procedure was performed at l5-s1 to the right side except that a 9 mm lordotic cage was used. Once the tlifs were in position, attention was turned to the lateral gutter on the patient's left side where there was no violation of the pars where there was no facetectomy. The remaining approximately one-half of the rh-bmp2/acs sponge was then filled with the autogenous and allograft mixture of bone. This was rolled in a fajita type fashion and placed along the spinous processes of l4, l5 and s1. Some bone graft was then packed on top of this and then the remainder of the bone graft was packed along the transverse processes of l4, l5 and s1 on the patient's right side. Next, appropriate size precontoured rods were selected, placed in the pedicle screws and tightened in compression using the manufacturer's recommended torque system. A cross connector was then placed. Final x-rays showed good position of the screws and cages. No complications were reported during the procedure. On (B)(6) 2007, patient underwent x-ray of chest for line placement. Impression: cardiomegaly. There are no visible lung infiltrates and no pneumothorax following central line placement. Patient underwent x-ray of lumbar spine due to pain and lumbar fusion. Impression: satisfactory posterior fusion of the lumbar spine from l4 through s1. Patient underwent x-ray of spine. Impression: satisfactory localization of disc spaces for surgery. On (B)(6) 2007, patient underwent x-ray of chest due to fever and chest congestion. Impression: no acute cardiopulmonary disease. Patient underwent x-ray of lumbar spine ap-lat for clinical indication of status post-op lumbar spine fusion. Findings: the patient has undergone fusion with pedicle screws at l4, l5 and s1. There is narrowing of the l4-l5 and l5-s1 disc spaces, however, spacers have been placed at these two levels. The alignment of the vertebrae and position of the spacers, screws and rods is appropriate. In comparison with prior study performed in the operating suite, there is no change in position of the pedicle screws and the alignment of the vertebrae is stable. On (B)(6) 2007, patient underwent MRI of lumbar spine due to lumbar stenosis. Impression: l5 laminectomy with posterior fusion of l4, l5 and s1. Broad-based disc bulges at l4-l5 and l5-s1. Disc bulge at l5-s1 does result in neural foraminal narrowing on the right. There is a fluid collection posterior to the l5 and s1 vertebral bodies, posterior to the spinal canal, which may represent a hematoma or seroma. On (B)(6) 2007, patient underwent l3, l4, l5 transforaminal epidural steroid injection under fluoroscopic guidance; for a pre-op diagnosis of: post-op lumbar laminotomy syndrome with right lower extremity radiculopathy. On (B)(6) 2008, patient reported worsening burning low back pain since surgery which radiates to right leg and tingling. On (B)(6) 2008, patient reported pain in both legs and buttocks for several months. On (B)(6) 2008, patient presented for follow-up on back pain and hypertension and reported back pain. On (B)(6) 2008, patient reported back pain and knee pain. On (B)(6) 2008, patient underwent x-ray of right knee. Impression: minimal early degenerative change in the medial compartment. Patient underwent x-ray of left knee. Impression: moderate degenerative change in the medial compartment of the knee. On (B)(6) 2008, patient presented for follow-up on x-rays and have cortisone injections. Patient reported depression and knee pain more on left. On (B)(6) 2008, patient presented for follow-up. Patient reported burning low back pain which worsens as day progresses, leg cramps at night, tingling in left foot. On (B)(6) 2009, patient reported cough, sore throat, fever and knee pain. On (B)(6) 2009, patient reported chronic, constant and severe back pain which radiates down right buttock and leg, occasionally leg gives away. On (B)(6) 2009, patient presented for follow-up on medications and reported chronic back pain (due to failed back surgery). On (B)(6) 2009, patient reported pain in right arm with numbness. There was radiating pain in right arm due to carpal tunnel. On (B)(6) 2009, patient underwent MRI of cervical spine. Impression: age-indeterminate central and left paracentral disc protrusion at c3-c4 with possible cord compression. Concentric bulging annulus and subtle broad-based disc protrusion on the right at c6-c7 both with surrounding osteophytes indicating chronicity. Asymmetric spinal stenosis but no cord compression is noted. Bulging annuli, decreased disc signal and ventral spondylosis throughout the cervical spine further supporting chronicity. On (B)(6) 2009, patient reported hurting her knee and can barely walk, and neck pain. On (B)(6) 2009, patient reported pain in hand. On (B)(6) 2009, patient reported ear pain. On (B)(6) 2010, patient reported joint pain, depression, hypertension. On (B)(6) 2010, patient presented for follow-up for pain management, patient has pain due to rheumatoid arthritis. On (B)(6) 2010, patient presented for follow-up. On (B)(6) 2011, patient reported pain in hands, numbness and tingling. Patient was diagnosed with carpal tunnel syndrome. On (B)(6) 2011, patient presented to discuss medications. Patient reported having hot flashes. On (B)(6) 2011, patient presented with chief complaint of knee pain. On (B)(6) 2011, patient presented with cough fever and coughing up blood. Patient underwent x-ray of chest due to pneumonia. Impression: focal air space disease within the left mid and lower lung consistent with pneumonia. Recommended follow-up after completion and treatment. On (B)(6) 2011, patient presented for follow-up. Patient has renal insufficiency and pneumonia. On (B)(6) 2011, patient presented for follow-up. On (B)(6) 2011, patient underwent MRI of lumbar spine with and without contrast. Impression: postoperative changes noted with fusion of l4 through s1 with bilateral pedicle screws. The level above the fusion which is l3-4 demonstrates a diffuse disc bulge with a broad-based central/left paracentral/foraminal protrusion with a linear focus of increased t2 signal consistent with an annular tear. This does appear to be mildly more prominent than the prior examination with moderate canal stenosis. There is neural foraminal narrowing, left greater than right. L2-3 demonstrates what I suspect is marked progression of the degenerative disc changes. There is increased t2 signal in the disc space with either degenerative changes or edema in the endplates with enhancement. The possibility of a discitis/osteomyelitis cannot be completely excluded. This should be correlated clinically with the sedimentation rate, c-reactive protein and/or blood cultures. The possibility of a disc biopsy/aspiration could be considered as clinically indicated. On (B)(6) 2011, patient presented for follow-up on MRI. On (B)(6) 2012, patient presented for follow-up with pain doctor. On (B)(6) 2012, patient presented with chief complaint of high temperature, dizziness and headaches. On (B)(6) 2012, patient presented for office visit for weight loss. On (B)(6) 2012, patient presented for three week follow-up on diet. On (B)(6) 2012, patient presented with chief complaint of sore throat. On (B)(6) 2012, patient presented for follow-up. On (B)(6) 2010, (B)(6) 2012, patient presented for flu shots. On 10/09/2012, patient presented to discuss results of MRI of lumbar spine. On (B)(6) 2012, patient presented for follow-up. Patient reported chronic back pain. On (B)(6) 2012, patient presented for follow-up. Patient reported swelling and pain in right knee. On (B)(6) 2013, patient presented with bilateral knee pain. Patient was using ice and had injections one year ago. On (B)(6) 2013, patient presented for follow-up. On (B)(6) 2013, patient underwent ultrasound retroperitoneal complete, clinical indication: patient with history of hematuria.. Impression: no acute findings in bilateral kidneys or bladder. Non-obstructive cholelithiasis. Patient underwent x-ray of chest due to pneumonia. Impression: improved aeration in the mid left and lower lung with near complete resolution of previous air space disease. On (B)(6) 2013, patient underwent mammogram. Patient underwent ultrasound of left breast. Impression: 5 mm hypoechoic nodule or complex cyst in the retroareolar 9 o'clock position of the left breast. Probably benign. Ultrasound follow-up in 6 months is advised. On (B)(6) 2014, patient presented for right knee injections.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.